Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted electro-cautery damage, the helix was extended with dried blood/tissue present around the helix, and the outer insulation was deformed with the conductor coils laid back and forward from a compressive stress approximately 115 to 118 millimeters (mm) from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at 118 mm from the terminal pin. The location and type of break appears consistent with fatigue due to entrapment in the clavicle/first-rib region. Another break, this time of the inner conductor coil, was identified near the tip of the lead. This break is thought to have been induced during the explant procedure. The coil break identified 118 mm from the terminal pin is the likely root cause of the clinically observed noise, oversensing, and pacing inhibition.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole. A surgical revision was performed and physical damage was noted to the insulation. An x-ray confirmed a lead conductor fracture; and subclavian crush was noted. The lead was explanted and replaced. No additional adverse patient effects were reported.